Event description:
The unit burned. Co's inspection revealed a 3/8" diameter burn hole through the pad. No deaths or injuries were reported. The malfunction arose from the use of heater wire containing a fiberglass coating. Use of this heater wire was dictated by the regulatory agency under which co's product is manufactured. Subsequently, co was allowed to modify the manufacturing process to include a superior wire that eliminates the problems reported herein. Remedial action has been accomplished.